Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the product misfired and there was no further info. There was no consequence to the pt.